Manufacturer narrative:
(B)(4). Additional information: the balloon test and the uterus for depth and direction test were performed before use. As uterine cavity was 5.8cm, the 1.0cm spacer was used. Based upon the visual and functional examination, it was concluded that the balloon had a cut in it caused by a sharp instrument. The batch history records were reviewed with no anomalies noted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an ovarian resection procedure, the balloon was burst during use and the metallic part became bared. The metallic part of the device pierced the uterus wall. The pierced site was sutured. The balloon test and the uterus for depth and direction test were performed before use. As uterine cavity was 5.8cm, the 1.0cm spacer was used. There were no adverse consequences to the patient.